Event description:
It was reported a peripherally inserted central catheter (PICC) was successfully placed for antibiotic treatment. It was noted post placement that the catheter was leaking. The catheter was successfully removed via the proximal end and another PICC was placed for continuation of treatment. No pt complication were reported in this event and the pt was subsequently discharged. This device has not been rec'd for eval. Therefore, a failure analysis is not available. A lot search was performed and revealed no other complaints to date on this lot number. However, without evaluating the device the co is unable to determine if it met specs. User technique during access and/or pt anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event.